Event description:
Pt underwent a cardiac cath. It was identified that lidocaine (2gm) was inadvertently used in flush bowls instead of heparinized saline. Short case and very little fluid utilized (approx 50cc) not directly to pt, used in wiping, flushing etc. Lidocaine toxicity was performed on this pt. He did not suffer any ill effect and was discharged to home without complication. Report filed because of similarities identified in packaging of lidocaine and heparin infusion. It is hoped that some differences could be incorporated into packaging that would provide an add'l safeguard to pt.